Event description:
It was reported during inspection the camera had a scope communication error b-30. There were no reports of patient harm.

Manufacturer narrative:
E1 - last name: (B)(6). E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. This report is being supplemented to provide additional information based on the device evaluation, the legal manufacturer's final investigation and due to corrections required. Three attempts were performed to obtain additional information, but no response was received from the customer. Updated fields: g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings and investigation conclusions) and h11. Corrected fields: d4 - unique device identifier (UDI) # (inadvertently na was not typed), d10 - concomitant product null (inadvertently ni was not selected), e1 - last name (inadvertently the customer information was not typed), e1 - title (inadvertently ms. Was typed), e1 - postal code (inadvertently ni was not typed), e1 - email (inadvertently the space was not left blank and ni was not selected in the null value section), e3 - occupation (inadvertently the reporter information was filled in, not the customer), h10 - related report numbers (inadvertently ni was not typed). The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: the image is not displayed. A root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported during inspection the camera had a scope communication error b-30. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.